Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-12558 addresses the leveen needle electrode , manufacturer report# 3005099803-2013-12559 addresses the rf3000 radiofrequency generator, manufacturer report# 3005099803-2013-12719, manufacturer report# 3005099803-2013-12720, manufacturer report# 3005099803-2013-12721, and manufacturer report# 3005099803-2013-12722 addresses four grounding pads. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system (manufacturer report# 3005099803-2013-12555), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12560), and four grounding pads (manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, manufacturer report# 3005099803-2013-12712) were used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, during the procedure, the leveen coaccess electrode could not achieve roll off after 50 minutes. It was reported that the procedure was not completed. In was also reported to boston scientific corporation that roll off was difficult to achieve after 30 minutes during a second radiofrequency ablation (rfa) procedure on (B)(6) 2013 with a leveen needle electrode (manufacturer report# 3005099803-2013-12558 ), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12559) and four grounding pads (manufacturer report# 3005099803-2013-12719, manufacturer report# 3005099803-2013-12720, manufacturer report# 3005099803-2013-12721, manufacturer report# 3005099803-2013-12722). It was reported that a p1 error was displayed on the generator and remained on the screen after the electrode was replaced. It is unknown whether these issues happened during the same procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.